Event description:
It was reported that during a da vinci-assisted surgical procedure that an instrument broke in the patient. The customer inquired if the wires and shaft of the instrument could be detected by x-ray. There was no additional information provided. Intuitive has followed up with the customer to obtain additional information. This is the extent of the information available at this time.

Manufacturer narrative:
The reported event was addressed with phone support. The customer inquired if the wires and shaft of the instrument could be detected by x-ray. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.